Manufacturer narrative:
Upon follow up, the customer stated that reprocessing was successfully completed before sending the device for repair. An evaluation of the returned device confirmed the customer allegation of defective objective lens. The repair center found that objective lens had a crack. There were few additional findings. Grip had a scratch. The air/water cylinder and suction cylinder had no color. The right/left knob and up/down knob had discoloration. Control unit was shaved. Scope cover had a scratch. Forceps channel port had corrosion. Sheet holder unit had corrosion due to water leakage. Due to a crack on bending section cover, insulation resistance value at distal end does not meet the standard value. Due to a crack on objective lens, the image had dark area partially. The light guide (lg) bundle had breakage. The lg lens had a crack. Connecting tube had buckling. The coating of the universal cord was peeling. The adhesive around lenses was worn. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the objective lens of the evis exera ii gastrointestinal videoscope was defective. The defect was identified before an unknown procedure. The device was returned to olympus for evaluation. During device evaluation, it was found that a dark foreign material resembling dry glue was found inside the nozzle. Also, the light guide lens had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.